Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited the plastic distal end cover, (c-cover) has foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: a dust or dirt problem was identified. However, a definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.